Manufacturer narrative:
Follow-up # 1 - device evaluation.the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. Retain testing was also completed, the retain test strips passed all testing if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. Device evaluation the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to her doctor¿s meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2015, 12:15pm, no results were provided for this time. At 12:45-1pm this time the patient obtained a blood glucose reading of ¿476mg/dl¿ on the subject meter compared to 219 mg/dl on another device performed less than 30 minutes apart. The patient informed the cca that they regulate their diabetes with a combination of medications ¿metformin-1000mg 2x daily, januvia 100mg 1x daily and lantus 38mg 1x daily¿ and denied making any changes to her usual diabetes management routine as a result of the alleged inaccuracy. The patient reported that 30 minutes after the product issue began she experienced the symptom of ¿frequent urination¿. On ¿(B)(6) 2015, 12:45-1pm¿ the patient stated the doctor took a blood glucose test. No medical intervention was reported. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter, the correct testing steps and approved sample site were used, the test strips were stored correctly and not expired and the test vial was intact. Also, the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.